Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported the instrument broke intraoperatively. During a surgical procedure it was reported that there was a break in the screwdriver head when screwing a cervical screw (orthogenesis) resulting in wood shavings from the wooden handle to fall into the wound. The surgeon performed repeated rinsing of the surgical wound. The device was removed from the sterile field. No additional information has been provided.